Manufacturer narrative:
B3, b5, b7 and h6 updated img (annex g) code corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 days post implant of this 36mm mitral annuloplasty band, an echocardiogram (echo) performed noted moderate mitral insufficiency with moderate transvalvular regurgitation. An echo performed 6 months post implant noted severe mitral insufficiency and it was stated that the patient had symptoms of severe exertional dyspnea. Subsequently, an unknown duration post implant, the valve was explanted and replaced with another manufacturers product. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the 36mm mitral annuloplasty band was explanted on (B)(6) 2025. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 months post implant of this 36mm mitral annuloplasty band, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as severe mitral insufficiency with transvalvular regurgitation. It was also reported that the patient had symptoms of severe exertional dyspnea. No additional adverse patient effects were reported.